Event description:
A report was received that the patient experienced burning sensation and pain at the pocket site even when the stimulation was on or off. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.